Manufacturer narrative:
The tip of the outer needle shaft is broken off below the port window. The inner needle is sticking out past the end of the broken outer needle shaft. There appears to be a scratch mark between the port window and the broken edge of the tip. This cutter may have come in contact with another instrument.

Event description:
The vitrectomy cutter tip broke in the patient's eye during surgery. The tip was removed with no injury to the patient.